Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a venous closure of a left common femoral vein was attempted with a proglide device after a percutaneous coronary interventional procedure with heart pump assist, using a 6f sheath. Reportedly after deploying the needles and before pulling back the plunger, the suture was observed to be knotted near the marker port and wouldn¿t deploy. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d9, h3 - the device was initially reported as returning for analysis but has now been reported as not returning because it was discarded at the account.